Event description:
It was reported that during preparation of a port placement procedure, the port allegedly had cuts and sterility of the device was compromised. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2024).

Event description:
It was reported that upon receiving the device, the port package allegedly had cuts and sterility of the device was compromised. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed powerport clearvue isp implantable port kit was received for evaluation and two photos were provided for review. Visual evaluation was performed. A longitudinal split was noted on the top center portion of the outer packaging and the split appeared to go within the product tray label. Manufacturing site evaluation of the sample found a longitudinal cut was observed in the upper central part of the outer packaging. The cut tore part of the upper center seal as well as the unit label and the outer lid of the tray. The outer packaging seemed to be intact. Therefore, the investigation is confirmed for the reported packaging of the device torn issue and the photo review also confirms the same. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.